Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lead has migrated. The patient underwent a lead revision procedure and patient was doing well postoperatively. The explanted device was kept at the facility.